Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2004: the patient presented with preoperative diagnoses of spondylolytic spondylolisthesis with associated degenerative disc disease. The patient underwent: l3-4 provocation discography, with super vision of procedure and interpretation of results. L4-5 provocation discography, with super vision of procedure and interpretation of results. L5-s1 provocation discography, with super vision of procedure and interpretation of results; on (B)(6) 2004: the patient underwent xr lumbar spine; on (B)(6) 2004: the patient admitted with preoperative diagnoses of l5-s1 spondylolisthesis, with associated degenerative disc disease and annular tear, and associated stenosis, l4-l5 degenerative disc disease, with associated annular tear and stenosis. The patient underwent: anterior l5-s1 diskectomy and decompression. Anterior l4-l5 and l5-s1 osteotomies infusions, using rh-bmp2/acs, with implantation lumbar tapered cage prostheses at each level. Per-op notes: the patient was taken to the operating room where he was put to sleep in the supine position.with the l5-s disk exposed a making pin was placed in what was felt to be the center of the disk. This included knocking holes deep into the vertebral bodies to make certain there was good contact with the cancellous bone. Once completed the disk space was irrigated with a copious amount of garamyoin irrigation. Rh-bmp2/acs latent sponges were now packed into the cages, creating an excellent fill in each of the cages. Attention was now directed to the l4-l5 cages. Again further docotication was carried out using angled curette through the slots in the cages. This again included knocking holes deep set of rh-bmp2/acs latent sponges was now packed into each of the cages, again obtaining an excellent exposure. On (B)(6) 2004: the patient underwent lower extremities venous duplex exam. On (B)(6) 2009: the patient presented with chief complaint of back pain. On (B)(6) 2009: the patient presented for follow-up visit. The patient underwent physical examination. Impression: patient may be struggling with symptomatology secondary to the breakdown of his transitional motion segments s/p l4-s1 decompression and fusion surgery, rule out symptomatic hardware versus occult pseudoarthroses. The patient underwent CT lumbar spine. Impression: solid anterior and posterior fusions l4 through s1. Hardware appears well placed and is intact. The patient underwent MRI lumbar spine. Impression: post anterior interbody fusion l4 through s1 . No evidence for disc herniation or significant stenosis. The patient underwent x-ray of lumbar spine; on (B)(6) 2009: the patient called for review of lumbar MRI and CT scans. On (B)(6) 2009: the patient presented with pre-operative diagnoses of symptomatic hardware versus occult pseudarthrosis. The patient underwent: bilateral l4 pedicle screw injections, under fluoroscopic guidance. Bilateral l5 pedicle screw injections, again under fluoroscopic guidance; bilateral s1 pedicle screw injections, under fluoroscopic guidance; intraoperative fluoroscopic guidance. On (B)(6) 2009: the patient called about his recent injection of his internal fixation. On (B)(6) 2009: the patient presented with preoperative diagnose of recurrent stenosis, symptomatic hardware versus occult pseudarthrosis. The patient underwent: bilateral l5-s1 reexploration with redo decompressions with the aid of the operative microscope;. Right l5 far lateral/extraforaminal decompression, again with the aid of the operative microscope; removal segmental internal fixation l4, l5 and s1; explore fusion l4-l5 and l5-s1. Harvest fat graft from separate incision. Intraoperative use of the operating microscope. On (B)(6) 2010: the patient presented for follow-up for wound check; on (B)(6) 2010: the patient presented for follow-up for wound check. The patient underwent physical examination: impression: patient is recovering nicely, now 2-1/2 months postop from his lumbar decompression and hardware removal surgery, and appears to be healing well now three weeks post op from his surgery would irrigation and débridement.